Manufacturer narrative:
Additional information: the lot complaint history was reviewed, this is the second complaint for the finish goods lot; however, the first for this issue. The DHR shows the product was released per specifications. The returned sample was visually inspected and no obvious defects were found. A vision console representing the current software version was used to test the sample. The sample could prime and pass intraocular pressure calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. The consoles received signal amplitude (rsa) value associated with the completed priming sequence was found to be marginally above the console threshold. The console will generate a system message code(s) and disable iop control if the rsa value decreases below the threshold limit at any point during priming or surgery when the iop function is enabled. The infusion pressure was measured at multiple setpoints throughout the console range and met specifications. The sample passed the remaining functional and performance tests. While the customer¿s report was not confirmed during testing, the marginal rsa value measured during the product evaluation may result in the customer¿s reported event. (B)(4).

Event description:
An ophthalmic surgeon reported that the intraocular pressure control failed during a vitreoretinal procedure. The intraocular pressure fluctuated from 10 to 90 millimeters of mercury. The product was replaced and the surgery was completed without harm to the patient. Additional information and product sample have been requested for this report.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).